Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No replace battery now alarm or blank display anomalies noted during testing. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay, faded serial number label and keypad overlay texture damage. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Insulin pump was not dropped, bumped or exposed to moisture. Battery cap and compartment was not damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.